Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that after changing cartridge and infusion set, blood glucose level will elevate for 3-6 hours (325 mg/dl). Customer then delivers a bolus, and bg level normalizes. Recommendation was made by tandem technical support to consult with health care provider as possible cause may be related to scar tissue at infusion site.